Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver operation, when the surgeon wanted to perform vessel clipping, there were issues experienced with the loading or firing of the clips and were malformed. The clip was not possible to load the jaw and the clip was moved in the devices. The new clip was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was returned with the distal end of the channel cover cr acked. The damaged cover prevented proper clip loading and formation during a functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replicat ion of the observed damage may occur if the distal end of the device is subjected to excessive manipulation during clinical application. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.